Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised in 2010 due to loosening of right total knee replacement. It is mentioned that the patient is (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required searching the complaint database for the knee device was not supplied. The investigation could not draw any conclusions about the reported event based on the provided information. The initial reporting stated the patient was of large physical stature which could be a contributing factor to the reported loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.